Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a tbr wedge resection procedure, the device partially fired. After clamping the tissue, the distal part remained open. The device did not contact the tissue. The last known patient status is stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual evaluation noted that the reload was partially fired. Functional evaluation of the reload noted that the anvil clamping mechanism was deformed. The reload fired without issue. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the deformed anvil clamping mechanism may occur when the firing is over tissue which is beyond the recommended thickness range or the firing with an obstacle incorporated in the jaws. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution that the preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.